Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the surgeon utilized a undersized 12mm obturator from another port to insert the 15mm trocar when the cannula cracked at the bottom edge. He did not initially wanted to use the included 15mm bladed obturator, which might contributed to the noted damaged. No pieces fell into the cavity. A new instrument was used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.